Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a pre-MRI check, high capture thresholds resulting in loss of capture (loc) was noted from this right ventricular (rv) lead. It was also mentioned the previous summer, the patient experienced a lead safety switch (lss) due to an unspecified impedance issue. However, because the patient was not dependent, the physician reprogrammed the device output to resolve the event. There was no evidence of asystole or impact to patient health. The rv lead remains implanted and in-service.